Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) and alleged that her one touch ultra 2 meter displayed an error 5. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error 5 meter message occurred on (B)(6) 2014 at 8am. The patient manages her diabetes with insulin (self-adjusting); no changes were made to her usual management routine. The patient claims she developed symptoms of ¿cold sweat, shake, light headed, dizzy¿ 5-6 minutes after the product issue started. The patient reported treating herself with food/drink on (B)(6) 2014 at 8.35am and immediately tested herself with another meter (contour usb) and allegedly obtained a reading of ¿90mg/dl.¿ at the time of trouble shooting, the cca was able to unable resolve the issue. Replacement products were sent to the patient. Based on the information provide, this complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.